Manufacturer narrative:
Citation: choi c. Valve-in-valve (viv) transcatheter aortic valve replacement (tavr): a comparison of failed stentless and stented surgical bio-prosthetic aortic valve. Journal of the american college of cardiology volume 70, issue 18 supplement, (B)(6) 2017, doi: 10.1016/j.jacc.2017.09.664 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding study on valve-in-valve (viv) transcatheter aortic valve replacement (tavr): a comparison of failed stentless and stented surgical bio-prosthetic aortic valve. All data were collected from single center between october 2014 to december 2016. The study population included 36 patients all of whom were implanted with medtronic evolut r. The serial numbers were not provided. Among all patients adverse events included: increased valve gradient, moderate to severe paravalvular leak (pvl), and a second transcatheter valve implant. Based on the available information, these adverse events may be attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.